Manufacturer narrative:
The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/09/2015. Corrected manufacture date: 08/10/2015. It was claimed that gas was leaking from the o2 coupling. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the issue has been solved by replacing o2 coupling. This concerns the inlet connector to o2 hose which supply gas to the ventilator. After replacing this part the issue has been solved. In case of leakage occurrence in this section, it may lead to stop of ventilation or low o2 concentration. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that there was a leakage from the o2 quick coupling. There was no patient harm. Manufacturer's ref #: (B)(4).